Event description:
The following was reported to hamilton medical ag: "options disappeared / options not found" no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).